Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white inner gasket seal for the 45 degreee flapper valve fell into the patient's abdomen and had to be retreived. Another 512s was opened to complete the case. There was no consequence to the patient.